Event description:
Customer complaint - limited data available. Inaccurate - pregnant ladies don't buy! Echoing other reviews from women who used this meter to monitor blood sugar during pregnancy (I saw them after I purchased[?] Shame on me), do not buy this meter - it's super inaccurate and gives you much higher numbers! After getting borderline results on the 3-hour test, I've been monitoring my blood sugar to ensure it's in range. This meter showed very high fasting results (mid 90s to sometimes low 100s) and I was very worried! Then I decided to get the contour next, which is highly scored for accuracy and used by a lot of ladies with gd. Low and behold, contour next shows my fasting numbers in the low to mid 80s, which is perfect and doesn't indicate gd. This morning, I tested 30 seconds later on the caretouch and got a 99, a concerning result that many doctors will start you on insulin. See photo for a side by side. I don't know how big of a deal 15 points is when monitoring diabetes, but for gd, it's massive. Please save yourself the stress and go s"""